Manufacturer narrative:
The injury was caused by the absent splash guard that would have protected her and in turn gave her access to the base frame without pulling the drawer out. If the splash guard had been in place, the customer would have needed to pull the drawer out to access the base frame and therefore, it would not have been able to fall on her hand. It was determined that the splash guard was broken by the customer during normal use prior to this event. The customer removed the remaining part and continued to use the instrument. The customer did not report the damaged splash guard to bec. The operator was not following cleaning process of the user guide and injured herself because she tried to by pass the cleaning operation. Instead of removing the input baseplate to facilitate cleaning, she supported it with one hand whilst cleaning underneath with the other.

Manufacturer narrative:
Additional information: as of (B)(4) 2013, it was confirmed that the splash guard was replaced.

Event description:
A customer contacted beckman coulter (bec) stating that while a medical laboratory assistant was cleaning a serum spillage in the area of the drawer of the automate 2550 sample processing system, she injured her hand. The operator lifted the base plate with one hand while cleaning the area with the other. Upon lowering the plate back down, it fell onto her hand, injuring her right index finger. The spillage spread as far as underneath the base plate of the input drawer which holds the sample racks. The laboratory assistant went to the accident and emergency (a&e) department where her hand was x-rayed and her finger was strapped, being diagnosed as being soft tissue damage. The operator saw her general practitioner (gp) who signed her off from work for two weeks as her injuries would prevent her from performing the predominantly manual tasks within the laboratory environment.

Event description:
This is a follow up report.